Event description:
The manufacturer received information alleging a ventilator was alarming for "oxygen regulation". There was no harm or injury reported. The device was returned to a third party service center for evaluation and the customer's complaint was confirmed. The device's oxygen blending module assembly needs replaced to address the issue. During the evaluation of the device at the third party service center, the device failed test steps. The device's machine flow sensor needs replaced to address the issue.